Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited myopotential oversensing signals resulting in inhibition of pacing. The patient was asymptomatic. Programming changes and further testing were recommended. The patient was stable and will continue to be monitored with regular follow-up.